Manufacturer narrative:
(B)(4). Batch #: u93w92. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition, the upper jaw was detached and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: what part of the device is the ¿tip¿? The tip of the device is the jaw of the device did the electrode ceramic separate or break off? Not sure what ceramic you are referring to. Did the I blade get damaged or break off? No. Is the jaw damaged but not broken off? The jaw is broken off. Is the top jaw loose but not detached? The jaw is detached. Is the top jaw ptc material damaged? Not sure what the ptc material is. Is the black ptc in the upper jaw detached? Not sure. Is the top jaw broken off the of the device? Yes.

Event description:
It was reported that during an unknown procedure, the tip of the device broke off inside the patient. They retrieved the tip. They opened another one and completed the case. There were no patient consequences.